Event description:
It was reported by the company representative that the programmer displayed an error message when powered on. Another programmer was used. The caller will run the service diskette and will send the programmer for repair if the error does not clear. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device had a very long boot sequence, then powered up to an error, as a result software was reloaded. It was also noted that the system fan was noisy. (B)(4).